Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 1.3.2. No products have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that the navigation seemed to be 0.5 cm off from landmarks. The site started with a 3 point registration showing most points under the skin, and failing or close to failing. The manufacturer representative (rep) then worked with the 3d model, lowering the threshold and smoothing out the skin. She also cut out unneeded portions of the scan, like shoulders. She attempted 3 point registration again but did not pass the registration. They moved the stingray higher up the forehead. They then switched to tracer, still showing many points under the skin and got a 2mm accuracy metric. They then added a touch point, and the accuracy metric got down to 1.1. Landmarks checks looked accurate with exception to the skin. Boney landmarks and midline were accurate. They completed draping and setting up the sterile field. Then the stingray appeared to be lifted up off the skin a little. No one knew if it looked like that before draping. They then attempted to put one of the "band-aid stickers" on it to hold it down, but it was now inaccurate. They continued the case without the use of navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: software analysis was completed. Logs and archives were reviewed. The site did the trace registration with an accuracy metric of 1.1mm with green and yellow zones of accuracy. A few points were sunken into the skin. The model had a pipe running from the mouth over the right ear. There were points collected near this region. Three more registration attempts were done, one of which failed. It was suggested to use a lighter touch when collecting points and avoid regions near the pipe. The site was accurate on bony landmarks and midline, but after completing draping they felt inaccurate. It was suspected there was f rame movement relative to the patient's anatomy, but thus could not be detected in the logs or archives. There was insufficient information to determine the cause or if it was software related. Codes b01, c19 and d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.